Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl mgit mycobacteria growth indicator tubes, a false negative patient result was obtained. The sample tested positive using a lj slant and the patient was already on treatment for tb. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 3339815 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 3339815. Retention samples from batch 3339815 (100 tubes) were available for inspection. Retentions were performance tested for growth, as reported in the certificate of analysis, and antibiotic susceptibility per the standard performance protocol for material 245122. All performance testing for growth and antibiotic susceptibility was satisfactory. No return samples or photos were received for investigation. Complaint trending has not identified a trend for performance defects on this material. Retention sample testing did not find a performance defect. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.

Event description:
It was reported when using the bd bbl mgit mycobacteria growth indicator tubes, a false negative patient result was obtained. The sample tested positive using a lj slant and the patient was already on treatment for tb. There was no health impact or consequences reported.